Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the provided pictures identified an explanted cup, liner, head, stem, and bone covered in bio-debris. No additional evaluation can be made from the provided photos. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were not provided. A definitive root cause cannot be determined. The complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
(B)(4). G2: foreign: australia. The device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted

Event description:
It was reported that the patient underwent a revision procedure due to infection at the site. There is no additional information available at the time of this report.